Event description:
It was reported that the patient was using an expired infusion set which led to hyperglycemia, and the elevated blood glucose was managed administering insulin via manual daily injection on(b)(6)2026.

Manufacturer narrative:
Initial 3 of 3Based on the available information, this event is deemed to be a Serious InjuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.